Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The leak was approximately 10 ml blue fluid that leaked under the back right side of the instrument and onto the counter. The leak was not contained. The operator was wearing lab coat and gloves at the time of the incident. There was no report of operator exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The issue was addressed by the customer's biomed group, (B)(6). The engineer found the leak coming from feed thru fitting ff156 due to backpressure caused by overflow of flowcell waste chamber vc26 which was not draining. To resolve the issue, the engineer replaced vent line tubing vl53 and made sure all vc26 ports were clear. She also replaced the check valve at the bottom of vc26, which she believes was the likely cause for the chamber overflow. She is not aware of any instrument generated error messages. (B)(4).